Event description:
Consumer stated she was sitting in bed with heating pad on her hip. She felt terrible pain and noticed heating pad was on fire. She threw heating pad onto floor where husband stomped out the fire. Consumer has 6 burns and burns to pajamas, sheets and mattress. Consumer had two doctors appointments and burns healed in 3 weeks.

Manufacturer narrative:
Based on date code, unit was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in labeling. Product has been redesigned and improvement implemented. The original unit was recalled in february 2007. Consumer became aware of recall when she contacted walgreens.